Event description:
Reporter indicated the vns pt experienced a "huge increase" in seizure frequency, intensity and duration approximately six months after generator replacement surgery. It was reported that the pt was experiencing seizure clusters and that use of the magnet was not working to abort the seizures. Treating neurologist plans to evaluate the pt and is considering adjustments to medication regimen and vns settings. Investigation to date has been unable to determine whether the increase in seizure activity was above pre-vns baseline.